Event description:
A report was received that during a trial procedure, the physician punctured the patient's epidural space causing csf leak. The patient was admitted to the hospital later due to pain. The physician removed the patient's trial leads and did a blood patch. The patient is reportedly doing well.

Event description:
A report was received that during a trial procedure, the physician punctured the patient's epidural space causing csf leak. The patient was admitted to the hospital later due to pain. The physician removed the patient's trial leads and did a blood patch. The patient is reportedly doing well.